Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported failure to advance appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional two graftmasters referenced are being filed under separate medwatch report numbers.

Event description:
It was reported that the procedure was to treat a free perforation located in the right coronary artery (rca). The 4.0x26mm graftmaster covered stent was attempted to be advanced and failed to cross due to the bulkiness of the stent. A second 4.0x16mm graftmaster covered stent was deployed to the same target lesion at 12 atmospheres (atms) and did not seal the perforation. A third 2.8x26mm graftmaster covered stent was deployed to the same target lesion at 14 atms, however, the stent would not expand to cover the perforation distally due to calcification and did not seal the perforation. The perforation appeared to be more proximal or mid vessel but involved distal area as well. The patient expired due to cardiogenic shock, coronary perforation and coronary artery disease. It was reported that the patient was declining towards death prior to use of the graftmaster stents and use of the graftmaster stents did not cause any adverse patient sequela. No additional information was provided.